Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with heparin (1000 iu in 2 liters every bag and given intraperitoneally (ip)), meropenem (1 gram, frequency not reported and given intravenously), vancomycin (500 milligram, frequency not reported and given ip) and gentamicin (20 milligram, frequency not reported and given ip) for peritonitis. At the time of this report, the patient was recovering from the peritonitis. The action taken with dianeal therapy was not reported. No additional information is available.